Manufacturer narrative:
Model #: UDI not available for this system at time of filing. Concomitant medical products: other relevant device(s) are: product ID: 9733467, version: 2.3. A medtronic representative went to the site to test the equipment. The manufacturer representative "uninstalled" and reinstalled the software. The system then passed the system checkout and was found to be fully functional. Device manufacture date: device manufacturing date is not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported during planned maintenance (pm) the manufacturer representative was trying to enter the ent software, but when the ent software was clicked, the system began to boot the application then went to a black login screen with a blinking cursor. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
Software analysis was completed and was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. (B)(4). If information is provided in the future, a supplemental report will be issued.